Manufacturer narrative:
Corrected data: the patient date of birth was incorrectly reported as (B)(6) the correct date of birth is filed in this report. Implant date was inadvertently reported as (B)(6) 2018 in the initial report. The correct date of implant has been added to this report.

Event description:
Device 4 of 4 reference MFR report#3006705815-2019-00472; reference MFR report#3006705815-2019-00473; reference MFR report#1627487-2019-02829.

Event description:
Device 4 of 4. Reference MFR report#3006705815-2019-00472. Reference MFR report#3006705815-2019-00473. Reference MFR report#1627487-2019-02829. It was reported that the patient could not place the ipg in the surgery mode. During reprogramming the leads displayed high impedances. Also, x rays showed the leads were potentially fractured. As a result, surgical intervention was undertaken wherein the leads and the anchors were explanted and replaced. Therapy was restored post-operatively. The physician had cut the anchors during the original implant and therefore the anchors are made reportable.